Manufacturer narrative:
(B)(4) - damaged cartridge, damaged one piece sled, damaged drivers. Based on the photographic evidence of the subject ple60a device, utilizing a green cartridge, unformed and non-deployed staples can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue. Hands on analysis of the device and cartridge may provide the additional evidence needed to determine the cause of the complication. Hands-on analysis: an ecr60g cartridge reload was received instead of the reported ple60a. The analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Event description:
It was reported that during a vertical sleeve gastrectomy procedure, on the third firing of the device while using a green reload, the device was fired and then removed. The device cut but did not staple on the patient side of the cut line. Bleeding occurred and surgeon irrigated and oversewed the staple line. The amount of bleeding could not be quantified but rep, who was present for procedure, reported that no blood products were given that he was aware of. The case was completed with same device and new reloads.